Manufacturer narrative:
The company representative found the pressure transducer (part number 0682-00-0076-01) defective and replaced it. The company representative calibrated the pneumatic drive pressure transducer, checked the pneumatic performance service diagnostics, completed a pm with full calibration, functional testing and safety checks to factory specifications. The iabp functioned normally and the company representative returned the iabp to the customer. (B)(4).

Event description:
During preventive maintenance, the company representative observed that the pneumatic drive assembly couldn't obtain sufficient vacuum. No patient was involved.